Event description:
Information was received that device had low fluid alarm, even when unit is full. No adverse effects reported.

Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Upon visual inspection the float switch was observed to have a red stain, the enclosure was observed to have a red stain at the water tank, pcb had noted broken electrical components, covers were noted to be cracked, microswitch was noted to be broken, the line cord was found worn, and the pole clamp was stained. The tank was then filled with water, temp check was attached, line cord was plugged in and the unit was turned on, duplicating the complaint of the low fluid alarm issue. Based on the evidence, the complaint is confirmed. The root cause was found due to a faulty float switch.